Event description:
It was reported to medtronic minimed that the customer experienced the pump error 43 alarm. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed, and the issue was not resolved. Customer was not able to clear the error. No harm requiring medical intervention was reported. Product return status for mmt-1812 is unknown.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The sc1-cap and reservoir locked in place properly. The pump passed the self test. No pump error 43 alarm noted during testing. However, pump error 38 alarmed during rewind due to corroded motor home switch. Successfully downloaded history files and traces using thump software.the pump was cut open and traces of moisture on pcba1 and motor noted during visual inspection. The pump was received with minor scratches on lcd window, corroded motor home switch and scratched case. In summary, customer alleged pump error 43 was confirmed in history file on event date. Pump error 38 noted during rewind due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.